Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head end left siderail would not lock in the upright position. It was further reported the power cord was cut. It is unk if there was pt involvement or if there are adverse consequences to report.